Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen tibial tray, unknown nexgen bearing, unknown nexgen femoral component. Reported event was confirmed by x-ray. - x-ray review indicate that medial and lateral femorotibial joint spaces are narrow suggesting wear of the polyethylene liner. Wide zone of radiolucency is present about the tibial stem associated with expansile osteolysis. There is subsidence of the tibial component with dorsal tilt of the tibial tray. Femoral component fit and alignment appears standard. There is vague radiolucency adjacent to the femoral component which may be granulomatous osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05286, 0001822565-2017-08287, 0001822565-2017-08288.

Manufacturer narrative:
(B)(6). (B)(6). The complaint device remains implanted, the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that a patient had underwent a knee arthroplasty on an unknown date and is being indicated for a revision for tibial loosening. No revision has been reported to date. No further additional information is available at this time.